Event description:
It was reported that this inflatable penile prosthesis (ipp) cylinder strength was weak. Surgical intervention was performed to add saline to the reservoir. There were no components explanted, and there were no patient complications reported.